Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Pseudoaneurysm is listed in the product labelling as potential adverse events associated with cannulation of the peripheral vasculature and intracardiac placement of the sheath and dilator.

Event description:
Literature: giovanni gdd, wauters k, chierchia g-b, et al. One-year follow-up after single procedure cryoballoon ablation: a comparison between the first and second generation balloon. Journal of cardiovascular electrophysiology. 2014;25(8):834-839. The source literature reported that 1 patient experienced a femoral pseudoaneurysm that required surgical intervention for resolution.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.